Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that visual examination found a pinhole leak in the cuff shell, that was consistent with a wear at fold. Based on this observation, the product analysis confirms, the mechanical issue. However, the allegation of urinary incontinence was unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed, that the device met all material, assembly and performance specifications. Device technical analysis: visual inspection of the cuff identified a pinhole leak at the cuff shell consistent with wear at a fold. The wear appeared to be occurring from the inside out of the cuff fold. Visual examination of the pump and balloon did not identify any leaks. The cuff was not functionally tested, due to the leaks found in visual examination. Functional testing of the pump and balloon showed components performed within specifications. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported, that patient presented to the hospital (B)(6) month before the surgery. He experienced urine leaking with his artificial urinary sphincter (aus), when he coughed or picked up a heavy object. And pads were used. Physician decided to replaced the entire device. And change the 4.0cm cuff for a 3.5 cm. The patient got better after the surgery. And he does not need pads, since the aus replacement. No detailed explanation as of why the patient was experienced leaking was obtained from hospital.

Event description:
It was reported that patient presented to the hospital one month before the surgery. He experienced urine leaking with his artificial urinary sphincter (aus) when he coughed or picked up a heavy object, and pads were used. Physician decided to replaced the entire device and change the 4.0cm cuff for a 3.5 cm. The patient got better after the surgery and he does not need pads since the aus replacement. No detailed explanation as of why the patient was experienced leaking was obtained from hospital.